Manufacturer narrative:
H7) this regulatory report is being submitted due to retrospective review through fa1523, 806 report # 3005075696-12/16/2025-001-c. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1378, software version: 5.0.1. H3, h6) a software analysis was performed for this event. In summary, the analysis concluded there was a confirmed software issue. Codes b01, c10, and d18 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used outside of a procedure. It was reported that log files were attempted to be pulled from the system for another case. While getting log files with the "export all logs" button in the guidance system's application, the guidance system seemed to perform a soft reboot (¿ctrl¿ ¿alt¿ ¿r¿) while exporting the log files instead of the usual massage ¿export successful¿. It was noted that there was the login screen after the software launch. Therefore, the manufacturer representative performed an export twice as they were not familiar with the phenomenon of the soft reboot. The exports (v1 and v2 also were noted to have different megabyte (mb) sizes). The log export had different sizes and third export prompted an error message as seen in ¿error log¿ 08/30/24-11:12:22.180 failed to retrieve logs. It was also noted thatthe logs from the system took "forever" and lasted at least 10 minutes each try. The probable cause noted was a software bug. There was no patient involvement.